Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. Reimplantation with a transcutaneous osia implant system is planned but had not taken place at the time of this report.

Event description:
Per the clinic, the patient was treated with topical steroid (specific date and duration not reported) and oral antibiotics twice a day for 7 days (specific date not reported).